Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device that is registered within the u.s. Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the first pack was sealed to the second pack.

Manufacturer narrative:
Samples received: 24 unopened and 2 open pouches. Analysis and results: there are no previous complaints of this code batch. The (B)(4) units of this code batch were manufactured and distributed, there are no units in stock. Received 24 closed and two open units. The open units have only the second pack opened, the aluminum pouch is not opened. Opened all closed samples and the aluminum pouch (first pack) was not sealed to second pack in any sample. All packs have been opened correctly. The open samples received have also been checked, the defect pouch has not been found. The aluminum pouch (first pack) is not sealed/glued to the peel pouch (second pack). It has been noted that the open samples received were not fully opened, only a small part of the second pack was opened. Final conclusion: although the results of the samples received fulfill the OEM specifications, note of this incident is taken in order to assess if new or additional actions are needed. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.